Event description:
During initial implant, an increase in capture threshold, increase in pacing impedance, and decrease in sensing were observed on the right ventricular (rv) lead after the lead was fixated. Once the rv lead was connected to the device, the increase in capture threshold resulted in loss of capture (loc) and the pacing impedance continued to increase. No abnormalities were observed visually or through diagnostic imaging. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.